Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s current blood glucose level was 160 mg/dl. The customer reported that they were filling up the reservoir today when she primes it to fill tubing. They got alarm few minutes ago. Customer stated the insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were receiving the alarm. Customer states they were unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states they were stuck in rewind complete and bolus delivery loop. Customer states insulin did not continue to drip after letting go of the act button. Customer states the motor did not slow down nor did numbers ramp up on the screen. Customer stated the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an a 33 alarm during the basic occlusion test due to faulty force sensor resistor. The basic occlusion test, occlusion test, prime test, a 33 test, excessive and no delivery test were all unable to be performed due to a 33 alarm.